Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Locking screw went thru femoral locking plate without a lot of torq. Removed screw from pt, plate was left implanted extending the surgical procedure.